Event description:
A family member reported that they were using a 5-cc syringe to orally administer pedialyte when pt bit the tip off and started to choke. The family member stated that they began CPR and called 911. Pt then swallowed the tip. The pt did not require any further treatment, but pt was taken to the hosp for examination and observation. The family member reported that they were told that the pt would be ok and the piece of plastic would pass in several days.